Event description:
It was reported that the patient was explanted of her vibrant soundbridge and re-implanted with a ci on (B)(6) 2013. Due to a progressive hearing loss, the patient was no longer within the indication criteria for vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.